Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the 2.5 x 08 mm mini vision was set on a 4x4 (cloth) on the table prior to use. When the stent delivery system (sds) was picked up, the stent strut was caught on the cloth, and when the cloth was removed the stent dislodge from balloon. There was no pt involvement. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions codes: product performance engineering reviewed the incident info. Stent dislodgement can be influenced by many factors including, but not limited to; improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion and/or accessory devices. With the info provided in the case details, it appears that the stent dislodgement occurred due to handling prior to use, however, without the device to examine, a definitive root cause cannot be determined.